Event description:
In 2007, dr. Was working on patient. The doctor accidentally dropped a small drop from a micro brush of gluma desensitizer into the pt's right eye. Pt was not wearing protective eyewear. Patient immediately got up and rinsed eye out with water. The next day, pt went to see an "opthamologist." "Opthamologist" said that pt had either scratch or burn on cornea. Patient was put on an antibiotic and steroid. Pt spoke to dr. Today, to follow up. Patient still has some blurred vision and some burning in his eye. On a scale of 1-10, patient said pain is a 3 or 4. I faxed over msds. Dr. Said he will fax to opthamologist. In 2007 - called dr. To follow up on pt. Dr. Said he spoke to pt's wife last week and she said that her husband was getting better". She also asked dr. To pay for all the co-pays that he had and dr. Agreed to do so. Dr. Will call back with any other updates.